Event description:
The customer received questionable thyroid stimulating hormone (tsh) results for three samples from one patient. Due to variation in patient tsh results over a brief period of time, the results were checked on alternative platforms at other laboratories. Sample 1, initial result was 80 miu/l. The sample was repeated on an beckman dxi analyzer and recovered 18 (no units of measure were provided). Sample 2, tested (B)(6) 2010, initial result was 38 miu/l. The sample was repeated on a beckman dxi analyzer and recovered 28 (no units of measure were provided). Sample 3, tested (B)(6) 2010, initial result was 46 miu/l. The sample was repeated on an abbott ci16200 analyzer and recovered 34 (no units of measure were provided). Both initial and repeat results were reported outside the laboratory. The erroneous results complicated treatment decisions around hypothyroidism since the results were variable and difficult to explain. The patient was not harmed by any action taken. The thyroid stimulating hormone reagent lot number was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Patient samples were not available for investigation, therefore the root cause could not be identified. No adverse events were reported.